Event description:
Approx six minutes into a stem cell procedure in the treatment for breast cancer, the pt complained of experiencing intense vibrations and pressure to the head and chest, and difficulty breathing. The facility's staff clamped the catheter and administered oxygen to the pt. The pt's calcium infusion was given. The pt was placed under observation and vital signs were monitored. The pt was stabilized. The pt has undergone further treatment for breast cancer since the reported event without further incident. The facility's nurse reported that the pt has received an over delivery of anticoagulant (acd-a) during treatment.